Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. In 2008, abbott point of care was contacted by a customer who reported on the same day, at 8:01am an I-stat cardiac troponin I cartridge yielded a result of 0.11 ng/ml. Same sample sent to the lab on the event date, at 8:08am yielded a result of 0.01 ng/ml. Bd lithium heparin tube used, lot number unk.